Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed message code "status 90." The complainant indicated that there was no patient involvement in the reported failure.